Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 584 mg/dl and ketones. The customer changed the infusion set the day prior to the event. Troubleshooting was performed and the customer stated that the motor was not moving at all. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.